Event description:
This valve was explanted due to pannus and thrombus entrapping one of the leaflets. According to the op report, several months prior to explant, the pt experienced "progressively severe" symptoms of chf. The pt also developed bilateral lower extremity arterial embolization in the past year that required popliteal embolectomies. Tee revealed an immoble leaflet and the pt underwent thrombolytic therapy with "some improvement" "several months" prior to explant; however, the leaflet remained immobile". At explant, a "large" amount of thrombus was observed around the valve and in the left atrium. The thrombus was removed; however, one of the leaflets still would not open and close "very easily" due to pannus along the pivot point. The valve was then replaced with sjm 27mecj-502, and the pt was reported to have "tolerated the procedure well."